Manufacturer narrative:
The reported event of high impedance was not confirmed high impedance. Return lead extension passed electrical and stress testing on all channels when tested alone as well as when connected to a lab infinity lead. The extension was returned in good condition. Setscrew marks were present. No root cause was identified for the reported issue.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein both extensions were explanted and replaced. This addressed the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-32463. It was reported the patient was not receiving effective stimulation. Diagnostic revealed high lead impedance values on left side. Reprogramming was performed; however, it was unable to provide effective therapy. Patient was admitted to hospital for system interrogation. Surgical intervention may be pending to address this issue.